Manufacturer narrative:
Results of the investigation did not uncover any details that would impact the risk analysis for the device. Evaluation: 1. Pil visually inspected the suspect component externally for obvious defects and found none. 2. Pil had no original device error log to review. 3. Pil performed post test on the pil trilogy evo multifunction test station and the device failed. See attached test results. 4. Pil concludes the component does not operate properly due to suspected contamination. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.

Event description:
A trilogy ev300 device failed the pressure verification: setpoint 80: pilot: difference diagnostic test. A field service engineer (fse) replaced the solenoid and aecm valves to correct the test failure. The device passed testing. The trilogy evo proportional valve and solenoid valve were returned to the product investigation lab (pil) for additional testing. Pil was able to confirm the failure of the trilogy evo solenoid valve. Visual external inspection found no defects. Pil performed posttest on the pil trilogy evo multifunction test station, and the device failed. Pil concludes that the component does not operate properly due to suspected contamination. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo proportional valve. Visual inspection found none. Pil performed posttest on the pil trilogy evo multifunction test station and the device passed tests. Pil concludes the component operates properly.